Event description:
The post lvad course was complicated by refractory pulmonary edema and elevated filling pressures (starting pod 4-5) and recurrent episodes with loss of consciousness for 1-2 minutes followed by confusion, episodes were not consistent with seizures activity and were concerning for metabolic encephalopathy and low output state. Pac placed by cath lab on (B)(6) 2016 after cxr showed significant pulmonary edema. On (B)(6) 2016, neurology was consulted when, after moving the pt from a lying position to sitting on the edge of the bed he became unresponsive, questionably stiff/not moving, with eyes deviated upward and right. He was moved back to lying position in his bed and the episode resolved in approx one minute, after which he was very transiently confused and returned to baseline. He had a similar episode the day prior when he was stood up by the techs - the episode described was similar and lasted approx 1 min as well. Stat CT head was done to r/o acute infarct or hemorrhage which was negative. Echo ramp study was performed on (B)(6) 2016 and the lvad speed was reduced. Cta chest was done on (B)(6) 2016 that did not show signs of lvad thrombus. Log files were sent to heartware on (B)(6) 2016. Video eeg ltm on (B)(6) was consistent with generalized encephalopathy. On (B)(6) 2016 cardiac cath confirmed marked gradient in the lvad cannula consistent with outflow graft obstruction for which he underwent urgent graft revision in the operating room ((B)(6)) for kinked cannula at anastomosis of the aorta.